Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty over 46 hours. The device had been filled with 5112mg fluorouracil in 0.9% sodium chloride. The device was used with a non baxter microclave connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested a no flow may have occurred. The photo also showed condensation on the wall of the housing. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.